Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of b30 and error code 225 occurrence was not confirmed. The unit was burned in for several hours and passed full inspection checks. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b30 and error code 225 occurred with the evis exera iii video system center during procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation and to correct section e2. The customer reported event of b30 error could not be duplicated. Based on the lm investigation, the most likely cause was that the video connector was connected to the subject device without completely drying the electrical contacts or were covered with a foreign material (residue of medicinal solution, water scale, sebum, dust, or lint of a gauze). When the electrical contacts are unstable, communication between the scope and the video processor may fail and b30 error may be displayed. The following information was found in the instruction manual and may have prevented the failure: "code : b30 error message : contact olympus scope communication err (b30) possible cause : foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution : wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Per the legal manufacturer, the other device defect included in the initial MDR (e225) has no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.